Event description:
Information provided to sjm indicated that a patient underwent an open surgical endovascular repair procedure for a thoracic abdominal aneurysm which was aborted due to complications in the left iliac artery, and closed with a suture. A femoral-femoral bypass was done at this time. Four days later, the patient underwent placement of a fenestrated endovascular graft as treatment for the thoracic abdominal aneurysm, following which an 8f angio-seal evolution was successfully deployed in the right common femoral artery. A pre-deployment angiogram had been performed, revealing a suitable vessel and a puncture site above the bifurcation and reportedly below the bypass graft and inguinal ligament. Hemostasis was immediate. The patient was transferred to the intensive care unit. Due to the nature of the procedure, the patient's blood pressure was artificially elevated to maintain perfusion of the spinal cord. A few hours later, while recovering in the intensive care unit, the patient became severely hypotensive, and following resuscitative efforts and a blood transfusion of 1 unit, the patient expired. Post-mortem investigation revealed a tear in the common femoral artery, extending into the retroperitoneal space, with evidence of a retroperitoneal bleed.